Event description:
The customer reported that after booting up the system intermittently stopped functioning and the screens turned black during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fans, circuit boards, and wiring were checked and the on/off lock was fitted. The system was tested and found to be working as intended and put back into svc.